Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their controller is causing them issues. They then stated that their implantable neurostimulator (ins) shuts off by itself since the day prior to the report, and they are unable to adjust stimulation. The patient added that the stimulation ¿just jumps¿ up on its own. They mentioned that they are having trouble connecting with the ins using the controller. The patient noted that they were recently implanted, and still have their bandages on. Patient services reviewed that telemetry issues can occur with bandage material still on. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.